Event description:
It was reported that the user experienced high blood glucose at 339 mg/dl followed by low blood glucose of 33 mg/dl while using the ilet and treated the low with oral glucose. Investigation of this case revealed that the cause of the hyperglycemia and subsequent hypoglycemia was unclear. Clinical symptoms included blurry vision. Outcomes included transient impact with blood glucose returning to range. It was concluded that no device malfunction could be determined based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.